Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open and user tried to recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A field service engineer (fse) accessed the station, identified the drawer in a failed state, and performed inspection of the module controller, drawer controller, cabling, and retractor. Fse disconnected and reconnected the row board cable, reassembled the drawer, and restored connections. Fse then powered up the station, tested using hardware test application (hta), and confirmed normal operation with successful customer recovery. The system functioned as intended after the field service engineer repaired the device.